Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bio ID failed to scan sometimes. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by bio ID failure. The technical support specialist logged into the stations, found no issues and recommended to the customer that the bioid lens might be dirty and should be cleaned. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.